Event description:
It was reported that prior to starting a da vinci si surgical procedure, the site experience no image in the right eye of the high resolution video (hrsv) monitor. The patient was under anesthesia when the surgeon decided to abort the planned procedure. No patient harm or injury was reported. No additional information has been provided.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issue experienced by the site was associated the high resolution video (hrsv) monitor. The hrsv monitor provides the video image for the surgeon side console (ssc). The system was repaired by replacing the affected high resolution video (hrsv) monitor. As of december 4, 2012, there have been no reported recurrences of the issue at this hospital.